Event description:
It was reported that a spectrum wireless battery had fluid intrusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported "fluid intrusion". The evaluation revealed corrosion on the intrusion which caused the components to fail, rendering the unit irreparable. The device was removed from service.